Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack was found in the iol optic (at the base of the haptic). The iol was cut and removed. The same model iol was then implanted. However a crack was found in that iol also, and the iol was removed again. Another iol was implanted and the surgery was completed. Although the physician reported it as a crack, the staff commented that it could be cartridge coating. Additional information received from the physician stated the postoperative course of the surgery was no problem. He said there was only one thing that was disappointing. He had originally planned to insert a toric lens, but due to the failure of two lenses, including the backup, he had to insert a regular monofocal lens, and thus the astigmatism reduction was unable to be performed as originally planned. There are two medical device reports associated with this report. This report is for 2nd lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in crushed in the iol case base. Solution was dried on both surfaces of the optic and haptics. Both haptics are bent. The optic is torn/split-cut dividing the iol in two, fractured and scratched/marked-rejectable. The fracture could be interpreted as the reported crack. We are unable to determine the root cause for the reported complaint " crack found in iol optic". The product was subject to handling as the reported damage was highlighted during implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics . In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).